Manufacturer narrative:
Batch review performed on 9 october 2019: lot 103232: (B)(4) items manufactured and released on 3 december 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with two similar reported event MDR: [2017-00514] and [2018-00193]. Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed 1 year and 7 months after cementless total hip arthroplasty due to a subsided stem. Post-revision x-rays provided don't allow a proper investigation of the causes of this event. No conclusion can be drawn on the basis of available information.

Event description:
Revision surgery performed 1 year and 7 months from the primary due to instability caused by a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the liner and the stem. The surgery was completed successfully.